Manufacturer narrative:
Patient weight is unknown. Event date is unknown. (B)(4). Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number, the device history records review could not be completed. The manufacture date is unknown. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a patient had a c2-t2 posterior cervical fusion with synthes synapse 4.0mm rod system on (B)(6) 2015. The patient did not heal or develop a bony fusion at c2-c3 and t1-t2. At an unknown point in time, the patient broke the t2 synapse screws (04.615.130 ¿ 4.0 x 30mm bilaterally) at about 15mm below the base of the screw head. The patient also developed lucencies around the c2 synapse translaminar screws (unknown sizes). During the revision, the surgeon removed all the synapse locking caps, removed the rods, and removed the c2, t2 (top part of the screws ¿ tips of the screws remain in the patient), and t1 screws. The surgeon left in place the c3, c4, c5, and c6 screws. Surgeon reinstrumented the t1 level with synthes uss screws. He also placed uss screws in t3, skipping the t2 level since the broken screw tips prevented him from placing new screws. After all screws were in place, surgeon contoured 4.0mm / 6.0mm tapered rods. He then connected the rods to the synapse / uss construct. He successfully completed the procedure. The new construct runs from c3-t4. He elected not to include and fuse c2. Reported concomitant parts: unknown synapse translaminar screws (part # unknown, lot # unknown, quantity 10); synapse ti locking screws (part # 04.614.508, lot # unknown, quantity 12); total 22 concomitant parts. This is report 3 of 9 for (B)(4).